Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Gi bleeding/av malformations, pericardial effusion/tamponade, platelet dysfunction and sensitivity to aspirin are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). After review of the information provided, there is no evidence there any device malfunction or performance issues that could have impacted the event. However, as initially reported, the patient had a known intermittent jejunal avm for which the patient was receiving monthly octreotide injections. This issue is a known potential complication associated with the use of the device. Furthermore, the patient's markedly elevated inr and use of anticoagulation therapy were also factors that my have contributed to the event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that the patient went to (B)(6) ER on (B)(6) 2016 with mild fatigue and sob. A rectal exam was performed in the ER on (B)(6) 2016. Stool guaiac positive, stool dark maroon colored. Patient reports taking coumadin daily, no aspirin. On (B)(6) 2016 hgb 6.8 g/dl, (nl 12-15.5), hct 22.4 % (nl 36-46.5), plts 333 k/mcl (nl 140-450), pt/inr 63.8/5.6 seconds (nl 9/7-11.6), ptt 38 seconds (nl 22-30). Pt received 2 units ffp and 2 units prbc's and transferred on (B)(6) 2016 to (B)(6) for further management. Patient reports no lvad alarms. Gi service examined patient due to recurrent bleeding. Patient has been scoped numerous times, colonoscopy , numerous push enteroscopies, single balloon enteroscopies, and capsule enteroscopies and has had intermittent jejunal avm that does seem to be bleeding. Unfortunately it has been very difficult to localize in the past due to the fact that it is probably distal small bowel beyond the reach of our push enteroscopy and balloon enteroscopy. Bleeding related to markedly elevated inr. Pt already receiving octreotide injections monthly. Patient observed no intervention required. On (B)(6) 2016 patient discharged home on no aspirin or coumadin. On (B)(6) 2016 pt/inr 30/2.9 seconds, hgb 8.7 g/dl, hct 27.6%, plts 210 k/mcl.